Event description:
It was reported that the system stored an untreated episode due to oversensing of non-physiologic noise. The sensing vector was in primary mode. An office follow-up found noise in the alternate and secondary vectors. The clinic has left the sensing vector in primary and has extended the smart-charge time. Later, there was an inappropriate shock due to oversensing of a large railing noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.